Event description:
Information provided states that during a revision case the surgeon was having difficulty with the set screw driver for final tightening resulting in a delay in completing the case. The surgeon used a universal removal set to perform final tightening.

Event description:
Information provided states that during a revision case the surgeon was having difficulty with the set screw driver for final tightening resulting in a delay in completing the case. The surgeon used a universal removal set to perform final tightening.